Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 device was going off and on and that there was an associated patient death. The customer stated that the patient was using an mx40 telemetry which was monitored by the (B)(4) surveillance center. The customer reported that at 02:11 on (B)(6) 2015 that there was a "no date tele" message seen at the surveillance center and the nurse was contacted by the telemetry technician to check on the patient. At 02:16 the telemetry technician observed a bradycardia red alarm at the surveillance center and the nurse was contacted again to check on the patient. The nurse had not checked on the patient up to that point. At 2:17 the patient was found on the floor and a code blue was initiated. At 02:36 the patient expired.

Manufacturer narrative:
There was no device malfunction. Per engineering the root cause of the issue was determined to be with the customer's battery tray adapter where storage of the batteries in the incorrect polarity (backwards) dented the contact foils and allowed the batteries to lose good contact and power off the device when a force was applied to the device case (bump or knock to the side of the device). The device was shipped (B)(4) 2014 and the customer call was logged (B)(4) 2015 making the device approximately a year old. The battery adapter tray is a consumable part designed for one year of normal use and requires yearly replacement as needed. Per mx40 b.0 instructions for use ( IFU 453564315721) page 4-20, there is a warning that the batteries are not to be stored with the incorrect polarity (backwards) so that denting of the contacts can be prevented ( important¿ do not "store" disposable aa batteries by leaving them in the incorrect polarity position in the mx40). The issue was compounded by the fact that the caregiver did not check the patient when the telemetry technician first noted that there was a "no data tele" alarm on the surveillance center sector and there was no patient monitoring being performed. No corrective action is required. The available information from this report does not support that this failure represents a systemic, design, or labeling problem.